Event description:
It was reported that patient's entire ins system was replaced after 11 months. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3889-2, lot #v516453, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Programmer: model 3037, serial #(B)(4). (B)(4).